Manufacturer narrative:
The acist angiographic contrast injection system, model e2000 voyager, was requested to be returned to acist; upon receipt of the injection system at acist, testing of the injection system will be completed. The consumable kits used during the event are not available; therefore, no analysis could be made of those items. The cause of death is inconclusive and there has been no additional information received from the user facility regarding this event. Upon receipt of additional information and/or completion of testing of the injector system, a follow-up report will be submitted to FDA.

Event description:
Narrative: user facility reported a patient death during an elective angiography. Patient had a prior history of allergies and was pretreated with diphenhydramine. The patient developed slow coronary flow immediately after the first injection of contrast. There was no angiographic evidence of coronary dissection or air embolism. The physician performed two additional contrast injections into the left coronary. The patient rapidly developed shock and then ventricular fibrillation; resuscitation was unsuccessful. Worldwide case ID: (B)(4).